Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Based on this investigation, the part left biomet in a conforming condition for all related design specifications. The instrument did not function properly due to a burr/raised metal inside the f/20 slot of rotation drive insert, which it appears was caused by the impaction of the shell as stated in the complaint. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial hip procedure, after the shell was impacted, the scrub nurse attempted to change the tip of the handle to the liner impactor head. The liner impactor head would not go onto the top of the handle as it had seized due to internal damage from impaction of the shell. This caused the handle to fail during the middle of the case. Another inserter from another tray/set was used to complete the procedure.